Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Retention issues have been observed for this user. It started towards end of (B)(6) 2018, immediately after an MRI scan of his leg using 3t and without any bandage applied. The magnet of the implant can no longer retain the coil and therefore, the user is no longer able to use his audio processor. He has also had abnormally high gp for at least 10 years. A re-implantation is planned in (B)(6) 2022.

Event description:
Retention issues have been observed for this user. Reportedly, after multiple MRI scans, the magnet of this user's implant can no longer retain the coil and therefore, he is no longer able to use his audio processor. The user has been reimplanted on (B)(6) 2022.

Manufacturer narrative:
Conlcusions: device investigation revealed that the device's internal magnet was de-magnetized. This goes in line with the reported magnet retention issue after magnetic resonance imaging (MRI) performed at 3.0tesla. The instructions for use (IFU) for the concerned device clearly state that the concerned device is MRI conditional for scanner field strengths of 0.2 tesla, 1.0 tesla and 1.5 tesla. Therefore the performed MRI examination constitutes an abnormal use. Further the reported increase in the ground path impedance is likely due to bone growth around the reference electrode. This is a final report.